Event description:
Per pt, 3 vials of xembify was pulled and transferred to syringe for infusion. Freedom60 malfunctioned, the medication was not pushed through even though the dial was turning. Pt was unable to infuse over the weekend. Infusion was not started. Medication is not able to be used. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown, replacement pump sent. No further information provided.